Manufacturer narrative:
Product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(4): the product was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Initial diagnosis: lumbar interverterbral disc prolapse(plid) it was reported that on (B)(6) 2015, intra-op, there were two screws which were found slipped and could not be used anymore. The surgeon had to change them with another products to complete the surgery. No patient complications were reported.